Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer did not reset pump for this event, and technical support arranged pump replacement as resolution, with no additional outcome details provided.